Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received notedthat the patient's presenting symptom was delirium, the characteristics of the clot were unknown. The patient's vessel tortuosity was normal. No resistance was felt during delivery, only during retrieval to the point the stent broke off the delivery wire. The stent was not repositioned or torqued during delivery/retrieval, the patient did not have stenosis proximal to the thrombus site, and the microcatheter tip covered the proximal marker during retrieval. It was confirmed the devices were prepared per the IFU. The stent ultimately remained in the superior saggital sinus of the patient, and the vesesl was revascularized by placing telescoping stents in the sinus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire that detached during a procedure. The patient was being treated for a venous stroke related to sagittal sinus thrombus. It was reported that a non-medtronic guide catheter and microcatheter were used to navigate to the location of the clot. Aspiration was done but only partially successfully. The healthcare professional (hcp) then approached the clot with the solitaire stent. The first pass successfully increased recan. One the second pass the hcp though the stent had engaged with the clot and was pulling it back when it detached. Because of the detachment two additional non-medtronic stent and a pipeline device were deployed to the to secure the solitaire to the vessel wall. Following the procedure the patient was stable on a ventilator and receiving dual antiplatelet therapy that would not have been necessary if the procedure had been completed successfully as planned.